Manufacturer narrative:
Block b3: exact date unknown, event occurred a couple of days after the device was implanted.

Event description:
It was reported that the patient developed methicillin-resistant staphylococcus aureus (mrsa) infection at the upper lead incision site. Symptoms of pain, discharge and impaired wound healing were noted. The physician was unable to determine the cause of infection and opted to clean out the infected site. The patient was then referred to an infectious disease doctor, was put on antibiotics and had a home nurse change the bandage weekly. The patient is reportedly doing well and the infection at the incision site has cleared up.